Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15115703/15115702, model/catalog description: linear st lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had minor infection. Symptoms of swelling and pain at the pocket site were noted. It was also reported that the area is pink to the right of the ipg site and the physician does not think it was device related and nothing happened during the procedure. The patient was placed on antibiotics and lidocaine patches. The patient was doing well postoperatively.

Event description:
A report was received that the patient had minor infection. Symptoms of swelling and pain at the pocket site were noted. It was also reported that the area is pink to the right of the ipg site and the physician does not think it was device related and nothing happened during the procedure. The patient was placed on antibiotics and lidocaine patches. The patient was doing well postoperatively. Additional information was received that the patients leads are protruding from the skin and were exposed at the ipg site. No further information has been obtained despite good faith efforts. Additional information was received that all device components were explanted and were discarded.

Event description:
A report was received that the patient had minor infection. Symptoms of swelling and pain at the pocket site were noted. It was also reported that the area is pink to the right of the ipg site and the physician does not think it was device related and nothing happened during the procedure. The patient was placed on antibiotics and lidocaine patches. The patient was doing well postoperatively. Additional information was received that the patients leads are protruding from the skin and were exposed at the ipg site. No further information has been obtained despite good faith efforts.